Event description:
It was reported that the fiber was put through the surseal on the urscope and fractured at the fiber body. The procedure was completed with an alternate device with no patient complications.

Manufacturer narrative:
Updated b5.

Event description:
It was reported that the fiber was put through the surseal on the urscope and fractured at the fiber body. The procedure was completed with an alternate device with no patient complications.

Event description:
It was reported that the fiber was put through the surseal on the urscope and fractured. The procedure was completed with an alternate device with no patient complications. This event is being reported for fiber break.